Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 28.2 mmol/l. The pump was not turning on with 5 or more different battery changes. Customer stated that the insulin pump was now turned back on after inserting a new battery. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.